Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device exhibited a recommended replacement time (rrt) message with measured battery data of 2.20v, 45ua, 12 kohms. At a check eight months previous, the measured battery data was 2.81v, 13ua, <1 kohms. The rate was programmed to 45 ppm, but measured at 41.8 ppm.